Event description:
The foley was inserted in the or. The pt was found soiled and soaked in urine. The catheter slipped out of the urethra. The balloon of the foley catheter deflated with a visible tear in the balloon.